Manufacturer narrative:
(B)(4).

Event description:
As indicated in the journal article " predictors of esophageal self-expandable metal stent migration: an academic center study", its reported "hemodynamically significant gi bleeding requiring emergent endoscopy."